Event description:
It was reported that during treatment with a prismaflex set, a leak from the waste line was observed. There was no report of patient injury or medical intervention associated with this event. No additional information provided.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video showed a leak from the effluent pump segment. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.